Manufacturer narrative:
From the analysis conducted during this investigation, it was concluded that instability of the tibial baseplate after the subsidence occurred was likely a result of minimal bone ingrowth. Normal wear patterns were observed on the tibial insert. The minor damage observed on the postero-lateral edge likely occurred during explantation. No abnormal damage was observed on the retrieved implants. A research investigation did not reveal any features on the implants that would lead to the reported tibial subsidence.

Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was required due to subsidence of the tibial device.